Event description:
It was reported that the user contacted support for assistance with a complete supply change for an ilet system using a contact/detach 23-inch 6 mm infusion set with a dexcom g7 continuous glucose monitor (cgm), completed the change successfully, and experienced hyperglycemia with a blood glucose of 273 mg/dl that later decreased to 215 mg/dl after eating. Customer care provided support that included confirmation of successful set replacement. Investigation of this case revealed no device malfunction reported, and the cause of the hyperglycemia remained unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included no injury, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.